Event description:
It was reported that during a surgery, the metal electrode tip broke off into the patient's knee. It prolonged the surgery because they had to remove all the metal pieces.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.